Event description:
It was reported that a patient's blood glucose levels (bg) reached 330 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be short, measuring 0.769 inches, causing fluid to be unable to flow through the complete fluid path. It could not be determined when or how this damage occurred. It could not conclusively be determined if this damage contributed to the reported event. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device leaking fluid. The phb data shows the user's bg levels were fluctuating as normal around the setpoint, indicating the user was receiving insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.